Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The medical surveillance specialist (mss) classified this complaint based on customer service representative (csr) documentation. The lay user/patient contacted lifescan (lfs) customer service in (B)(4) on (B)(6) 2010 alleging that the onetouch ultramini meter will not power on. The patient's diabetes is managed with oral medication. The power issue began approximately 12 days prior to contacting lfs. There was no action taken based on the product issue. The patient claimed that a few hours after the power issue began, she developed symptoms described as "sweating, hard to stand, and dizziness." Reportedly, "a few days later ((B)(6) 2010)" the patient received medical treatment at the emergency room. According to the troubleshooting performed with customer service, the customer care advocate concluded there was product misuse based on the information provided. Replacement products were sent to the patient. This complaint is being reported because the patient claimed she had symptoms that can be suggestive of hypoglycemia and received medical intervention.